Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The date of event is unknown. The date entered in section b3 is the date "two months ago" prior to when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer was unable to self-treat requiring going to the hospital. At the hospital, a healthcare professional (hcp) performed a blood glucose measurement with result of 300 mg/dl, prior to providing third-party treatment of insulin (type/dose unspecified) and "intravenous hydration"; customer was hospitalized for an unspecified period of time. There was no report of death or permanent impairment associated with this event.